Event description:
Pt having an eps ablation for an arrhythmia. Electrode removed, post procedure no breakdown noted, only redness. When pt arrived in ICU, 8cm area with blisters and skin tear noted where grounding pad was.